Event description:
This report addresses incident 1 of 3. The home patient (hp) and his wife contacted corporate product surveillance (cps) to report a drain bag that leaked all over the carpet during a therapy while the hp was asleep. On (B)(6) 2010, cps contacted the hp's wife regarding the reported problem. The wife confirmed that no samples were available. The wife stated that another bag had leaked from the same lot (making a total of 3 reports), but since then they have not had any issues with therapy. The wife stated that when the first bag leaked the fluid completely saturated the carpet and they had to have it cleaned professionally. Cps provided the number for carpet/ floor claims. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a leak found in the drain bag. The reported condition was not confirmed due to lack of product sample. A review of all batch record documents was performed with no issues noted. Based on the information obtained from baxter?s investigation, the root cause of the incident was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. A batch review will be performed for the lot number provided. Should any additional information become available, a follow-up report will be submitted.